Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the diagnostic general surgery procedure was delayed and was completed after a couple of restarts with a delay of less than 20min. The field service engineer (fse) inspected the system onsite and found that neither the stand nor the table was operational. A review of system log files showed partial availability of geometry movements confirming the reported issue. Upon further troubleshooting, fse identified that the upper amc drive chassis had no active led indicators. The defective amc triple servo drive was returned for analysis, and result indicated an electrical defect. The fse replaced amc drive and performed the calibration to resolve the issue, restoring normal system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that geometry movements were partially available. The user performed a several restarts to complete exam. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.